Event description:
There was an allegation of questionable bilirubin total gen. 3 results for approximately 20 patients from the cobas 6000 c 501 analyzer. The doctor questioned the high results and the samples were repeated. The following examples were provided: patient 1 initial result was 14.5 mg/dl with a data flag and the repeat result was 1.43 mg/dl with a data flag. Patient 2 initial result was 1.99 mg/dl with a data flag and the repeat result was 0.20 mg/dl. Patient 3 initial result was 1.34 mg/dl with a data flag and the repeat result was 0.15 mg/dl. Patient 4 initial result was 1.07 mg/dl and the repeat result was 0.15 mg/dl with a data flag.

Manufacturer narrative:
The reagent lot number was 777381. The expiration date was not provided. The field service engineer found the wash station was spraying water and there was a faulty sample mechanism. He replaced valves, the reagent wash station, and the sample mechanism and performed adjustments. The customer performed calibration and qc. The investigation determined the service actions resolved the issue.